Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 722 mg/dl. Troubleshooting was declined. There was unexplained no delivery alarms, insulin pump rejected new batteries and within last 2 years insulin pump stopped delivering insulin for 8 hours and customer ended up with diabetes ketoacidosis. The insulin pump will not be returned for analysis.